Event description:
Additional information received reported the patient did not have any concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v063929, implanted: (B)(6) 2007, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the implantable neurostimulators (inss) were only 2-2.5 years old. The inss weren¿t replaced due to expected longevity; it was noted the left side didn¿t work. They went to get programming changes in (B)(6) 2013 and ¿it only lasted a week or two.¿ the patient went back in april and over the summer ¿it was really bad.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.